Event description:
A customer complaint was received on the gem premier 3000. An investigation of the forwarded raw data from the cartridge in use by the customer at the time of incident showed an error on one pt sample for pco2. The sample exhibited a negative bias of -7 mmhg for pco(-2.0 mmgh outside the specification limit of +/- 5mmhg). However , the reported error was only slightly outside the specification and determined not to pose a risk to the pt.